Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v227370, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v227370, implanted: (B)(6) 2009. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was initially reported that the battery was ¿breaking through¿ the patient¿s skin and was ¿ready to come out.¿ it was stated that the patient ¿needed¿ surgery. Almost two months later it was reported that the patient had infection of his battery area. He had IV antibiotics and then went home with oral "after it was removed at (B)(6)." It was stated that "it sounded like he had an allergic reaction to the orals, ended up at (B)(6) and subsequently was transferred to (B)(6) university for further IV therapy. It was reported that he had a PICC (peripherally inserted central catheter) line in place and completed his last IV antibiotic therapy one day prior to the report. It was stated that the patient would have a follow-up visit on the week of the report. It was stated that he was feeling much better including his general energy level. It was also stated that there was a "removal" don e, however, no explant date was noted.

Manufacturer narrative:
(B)(4).